Manufacturer narrative:
A battelle critical care decontamination system ccds worker reported "accidently" pulling the trigger on the fully pressurized ethanol sprayer and sprayed another worker in the face. The worker had safety glasses on but was wearing them low on their nose to stop them from fogging. They got a little ethanol in their left eye. Worker used one of the bottles of the hand-held saline eye wash to alleviate the burning and then took a shower. The worker reported they are fine and does not need to go to the local hospital/urgent care clinic and has no visual redness to the eye. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system ccds worker reported accidentally spraying another worker in the face with ethanol. The worker had their safety glasses on but was wearing them low on their nose to stop them from fogging. They got a little in their left eye and used the hand-held saline eye wash to alleviate the burning.